Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument had a defect. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 2.381 mm offset at the tips. The grips were not found to have cracking damage. The instrument was found to have a broken yaw pulley at the base of the bent grip with a detached fragment. The missing part was not returned with the instrument. The size of the missing part is approximately 2.6mm ¿ 1.2mm. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. The instrument was found to have various scratches on the main tube. The scratches measure approximately up to 13.1mm in length and are not axially aligned with the tube axis. Material is missing from the surface of the main tube. The complaint was confirmed by failure analysis. A review of the information associated with this event has been performed by post market fae. The following additional information was provided: regarding the bipolar yaw pulley findings, there is also a fa code for instrument bipolar yaw pulley: broken. This code combination is used when the component exhibits broken or missing pieces. Agree that the broken yaw pulley should have a detached fragment code added. Regarding the main tube scratch, if the fibers are exposed or the scratch has a perceptible depth that can be felt with a finger, then there is likely material removed. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause is attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.